Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material/residual liquid observed in the distal end could not be identified and a definitive root cause of the could not be determined, however, the distal end foreign material may not have been able to be removed during reprocessing due to the observed leakage from forceps elevator. Additionally, the foreign material observed in the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result of the light guide adhesive peeling off due to physical stress such as hitting/dropping distal end, and or chemical stress due to device cleaning/reprocessing , resulting in humidity/moisture in the lens and leading to corrosion. The event may be detected/prevented by following the instructions for use sections below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the knobs on evis exera ii duodenovideoscope had breakage. During inspection and testing of the returned device, the distal end had residual liquid and the light guide lens had foreign objects, both of which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was leakage at the forceps elevator. In addition to the findings reported in b5, scratches were found on the device and cracks were found on the objective lens, the light guide lens, and adhesives (for bending section cover, light guide lens and objective lens). The suction cylinder had no color, the connecting tube was buckled and the distal end was shaved. Additional information had been requested from the customer regarding the debris noted during device evaluation. The customer was unable to provide a length of the time that the debris had been on the scope. The customer speculated that since the it was probably sticky material, most likely adhered immediately and since it was micro invisible spots, the brush did not reach the part the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.